Manufacturer narrative:
UDI: (B)(4). Concomitant product(s): patient medications include but are not limited to: losartan-hydrochlorothiazide, metroprolol succinate. (B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak.

Event description:
On (B)(6) 2016, this patient underwent treatment for an abdominal aortic aneurysm with aortic aneurysm with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. On (B)(6) 2017, the patient underwent reintervention for proximal and distal type one endoleaks and a gore® aortic extender component was placed proximally with aptus screws and an additional gore® excluder® iliac extender was placed distally to extend coverage. The patient tolerated the procedure.